Manufacturer narrative:
Investigation of returned guidewire revealed its coil was wire broken at tip brazing and the wire was decoiled and extended for approx. 4mm, but there was no separation of the guidewire, guidewire was in one unit up to its distal end. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that rotational manipulation was continuously applied in order to bail out from the trap at the calcified cto lesion, so that the rotational force was accumulate to the tip, coil was loosened and broken from the tip brazing, but not broken apart and the guidewire was successfully retrieved in one unit without separation. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, in the retrograde approaching procedure to heavily calcified cto lesion at rca, after several guidewires failed to pass through the collateral channel, subject guidewire was advanced and passed the collateral channel and reached to the target lesion. During attempt to cross the lesion, the tip of the guidewire was trapped in the calcified lesion. Upon removal, breakage of the coil wire was observed, but there was no separation of the device.

Manufacturer narrative:
(B)(4)